Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 2 events were reported for this quarter product return status : 2 devices were received for evaluation. Evaluation status : 2 events were confirmed during testing, - 2 devices were found to be affected by disassembled components. Product disposition : these devices are not repairable and were not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach; 1 event had no patient involvement; no patient impact; 1 event had patient involvement; no patient impact